Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 36mmhg without pupilblock and angle closure(assessed (B)(6) 2024). In a separate visit the lens was explanted and the problem was resolved. Cause of the event was reported as device.

Manufacturer narrative:
A3 - unk a4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).